Event description:
The MFR was notified on 10/28/2000 that three weeks after an uneventful endoscopic procedure to treat gastroesophageal reflux disease (gerd) performed on october 7, 2000, in which the device functioned properly, the pt came to the gastroenterologist with flank pain, but was afebrile and their white blood cell count was normal. During an ultrasound test to determine if the pt had a kidney stone, a pleural effusion was noted. The pleural effusion was then confirmed through plain chest radiograph and CT scan. The pt underwent a thoracentesis with no complications to drain approximately 500 cc of fluid from the pleural space. Pt was observed overnight and discharged the next morning with resolution of their discomfort. An update on the current's pt condition as well as add'l info had been requested from the treating physician. Pleural effusion is often seen after fundoplication as well as photodynamic therapy a 5.7% incident reported in the later (luketich jd, et al. Photodynamic for treatment of malignant dysphagia. Surg. Laparoscopic endosc. Percutan. Tech. 1999 jun; 9 (3): 171-5). The MFR considers the event unrelated to a product malfunction.